Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where a crack was found near the tip of the catheter. The returned device was visually inspected, and a hole was found on the pebax, with reddish material inside. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. A coolflow pump test was performed, and the catheter passed specifications. Per the observed damage, scanning electron microscope (sem) analysis was performed. The results showed confirmed the presence of a hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified, but the root cause of the damage cannot be determined.

Manufacturer narrative:
On 7/20/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical agilis 8.5fr sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where a crack was found near the tip of the catheter. During the procedure, the catheter was removed from the patient's body, and blood was found in the catheter tip, along with a crack. The catheter was replaced, and the case continued without patient consequence. A st. Jude medical agilis 8.5fr sheath was in use, though it was noted that the physician performed a transseptal puncture without a sheath. No difficulty was noted during the maneuvering of the catheter. The presence of a crack in the catheter can potentially expose the patient to the internal catheter components, creating a risk of thrombus. As a result, this event is MDR reportable.